Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #3l; cat# 5516-f-301; lot# bj37r. Tritanium bplate triathlon s3; cat# 5536-b-300; lot# ctd8415. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a primary revision surgery of a left total knee due to infection. No indication of reason for infection. Condition of implant were good. Surgeon implanted stryker antibiotic spacer. No bone loss. No delay.